Manufacturer narrative:
Conclusion: perforation and hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00583. Device was discarded by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using penumbra system 041 reperfusion catheter and a 041 separator. Prior to the procedure, 22,620,000 units of intravenous tissue plasminogen activator (IV t-pa) were injected. Aspiration was successfully performed using 041 reperfusion catheter and a 041 separator. The patient was then given 3,000 units of heparin by injection. Extravasation in the distal branch of the m2 was observed through angiography after aspiration and a postoperative computerized tomography (CT) showed subarachnoid hemorrhage. Coil embolization was required in the distal branch of the m2 including the perforated area and the hemorrhage was arrested. The patient recovered. Physician's comment: since extravasation observed after aspiration with the penumbra system, the event was related to the penumbra system.